Event description:
Additional information was received from the healthcare professional regarding the patient's medical records. Post-code EKG results from (B)(6)-2016 indicated the patient was in uncontrolled atrial fibrillation. EKG results also indicated the patient had normal sinus rhythm (nsr) with a first-degree atrioventricular block and aberrancy. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2016. The reason for the examination included dysphagia and feeding tube placement; the extent of the examination included the second part of the duodenum. The instrument was inserted to the second part of the duodenum. Evaluation of the esophagus, stomach, and duodenum revealed no abnormalities were seen. The patient tolerated the procedure well; there complications. Discharge arrangements indicated the patient was to return to the hospital ward; routine post-percutaneous endoscopic gastrostomy (peg) instructions were provided. Lab results from (B)(6)-2016 at 0900 included glucose level 136 , blood urea nitrogen 18, chloride level 108, serum total protein 5.8, albumin 3.2, aspartate amino transf(ast/sgot) 67, alanine amino transferase 61alkaline phosphatase 40, red blood count 3.40, hemoglobin 10.0, hematocrit 31.7, differential: bands 24. Lab results from (B)(6)-2016 included glucose level 119. Lab results from (B)(6)-2016 included mean corpuscular hemoglobin concent 30, arterial blood partial pressure o2 at 1040, arterial blood base excess -2.5. Lab results from (B)(6)-2016 at 0951 included glucose level 135 and blood urea nitrogen 24. Lab results from (B)(6)-2016 at 0659 included glucose level 191 and potassium 2.8. Lab results from (B)(6)-2016 at 1157 included whole blood glucose 135. Lab results from (B)(6) 2016 at 0834 included glucose level 117, blood urea nitrogen 28, and creatinine at 1.09, sodium level 158, chloride level 120, serum total protein 5.5, albumin 3.0, vancomycin trough 6.63, magnesium level 2.4, and prealbumin 11.1. Lab results from (B)(6) 2016 included glucose level 112 at 0527, vancomycin trough 14.27 at 1130.

Event description:
Additional information was received from the manufacturer representative regarding the patient's status. It was reported that the patient was extubated, and she was breathing on her own. She was following some very simple commands, and she had non-verbal responses to questions such as nodding or shaking her head and squeezing hands. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that during a lead revision procedure, reported in manufacturer report # 6000153-2015-00242 , the patient "coded" on the table. The patient went into a "systolie" when the physician was nearly done closing the incisions. No system diagnostics had been performed. Life saving measures were taken by the physician and hospital staff. The patient was transported to a different medical center with a pulse. The issue was not resolved at the time of this report. According to the physician, two days after the event, the patient has shown some signs of improvement in her recovery but was still on a ventilator. The patient was alive with injury. No surgical intervention occurred, and was unknown if planned. The indication for use included non-malignant pain. Additional information has been requested to find out if the cause of the event was known and if it was related to the device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare professional regarding the patient's lead revision procedure and other medical history. It was reviewed that the patient tolerated the procedure well until the last sutures were placed. For the lead revision, the patient was sedated with midazolam 1mg, fentanyl 1cc, then another cc in 10 minutes vs stable. At the beginning, blood pressure was 187/91, heart rate 100 respiratory rate 20. Sedation was increased with period boluses of propofol. The patient was awake for lead placement check; it was noted that the patient was coherent and complained loudly of pain. Fentanyl 2cc was given over 10 minutes. The patient continued to complain. At that time, blood pressure was 200/100, and heart rate was 95. The patient was given labetolol 5mg; then thirty minutes later, blood pressure was 153/76 and heart rate was 89. During the closing of the incisions, it was advised that pulse oximetry was not functioning. The healthcare professional proceeded with closing while pulse oximetry was being fixed. The blood in the incision was bright red, the healthcare professional pulled back the incise drapes and skin was pink. Then, the patient's blood pressure increased to 188/90 and heart rate was 82; the healthcare professional administered labetolol 5mg. Seven minutes later, the patient's heart rate was 36; the healthcare professional administered robinul 0.2 mg and atropine 0.4 mg rapidly. Heart rate had increased to 60 and blood pressure was 75/45. The patient was given ephedrine 10 mg. Heart rate was 68, and blood pressure was 72/36. The patient was turned supine, and she took a couple of breaths. The patient heart rate then dropped to the 30s, and she was given atropine 1mg. As the healthcare professional was placing the last few staples, it was advised that the patient had severe bradycardia and hypotension. The patient was unresponsive, and not breathing. The patient was intubated, and the code was called. It was noted that there was no post-operative anesthesia. Life saving measures taken included compressions, administering 1 ml of epinephrine four times, and intravenous (IV) therapy. The patient's rhythm/pulse was checked, compressions were stopped, and it was determined that the patient had a pulse. Emergency medical services (ems) transferred the patient to a different hospital. Follow up information was requested from the second hospital regarding admission history and physical, concomitant medications, records related to the emergency transport, and all records related to the subsequent hospitalization. If additional information is received, a follow up report will be sent.

Event description:
.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative was not aware of whether the cause of cardiac arrest was determined. It was unknown whether cardiac arrest was related to the device as the event happened during closing of the procedure. If additional information is received, a follow up report will be sent.